Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 07-dec-2018, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient's "pump has clogged 3 times since 4 years ago". No symptoms or patient complications reported.